Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator main led is not lit and the battery is not charging. The customer reported there was no patient involvement.